Event description:
It is reported that the surgeon was unable to properly seat the articular surface into the tibial baseplate.

Manufacturer narrative:
Eval summary: this type of damage of the dovetail and the associated seating difficulties have been seen previously when the nexgen articular surface is not correctly placed and oriented before pushing it using inserter instrument. Incorrect insertion technique appears to be the cause of the problem. However, a definitive root cause cannot be determined with the info provided. As received, the measured dimensions of the articular surface were within spec; however, the dovetail was damaged. Mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to spec.